Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer had a an error and the screen froze. It was also indicated that the system fan was noisy. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a an error and the screen froze. The programmer was returned for service. No patient complications have been reported as a result of this event.